Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
There is an upcoming revision surgery. The doctors are planning to revise both the tibia and talus for the patient. Patient came to the doctor with pain in the ankle joint. While taking x ray photos the doctor concluded that the implant position was subpar on the tibial component and talus. Tibial component has some subsidence. They just saw this patient for the first time recently, the original surgery was done by another surgeon. The doctor hasn't done any other procedures on the patient yet.